Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had screeching alarm and customer was unable to clear the alarm due to buttons were not responding. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer also reported that the time was advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm or audio/beep anomaly noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.